Event description:
During the placement of the main body graft, add'l tension was placed on the inner cannula when holding onto the pink hub of the main body delivery system. When the attempt was made to dock the top cap, the top cap was pulled inferiorly and caught two of the suprarenal struts, pulling the main body down approx 0.8 cm. The two struts were also noted to have been pulled to the side. Prior to placement of the ipsilateral iliac leg graft it was noted that the planned device would not reach the desired landing site. An iliac leg extension was placed in the ipsilateral limb of the main body graft, with the planned device deployed distally to the initial iliac leg graft. Post angiogram did not detect any type of an endoleak. Due to the condition of the suprarenal fixation stents, the physician decided not to place a main body extension at the proximal sealing site, due to his concerns regarding the struts possibly perforating the aorta. Without the noted presence of a proximal endoleak, the physician decided against add'l intervention at the site. The pt had a follow-up CT in 12/2003 and no hematoma was found. Currently, the pt is doing fine without any apparent complications.